Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device bent inside of the patient. There were no broken pieces found inside of the patient and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: the resector bent inside the patient and started to break. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be could be blade comes contact with a hard object causing damage to the teeth/blade and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend / break. Gtin: (B)(4).

Event description:
It was reported that the device bent inside of the patient. There were no broken pieces found inside of the patient and the procedure was completed successfully.